Event description:
An endurant ii/iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm as part of the advance study.  It was reported on the day of the index procedure, a duplex ultrasound confirmed high grade stenosis of the left common femoral artery after suspicion of reduced circulation in the left leg was noted when the patient was in intensive care. The ultrasound showed the stenosis was caused by excessive calcification. A left femoral thromboendarterectomy was performed the night of the index procedure with left leg perfusion restored the next day.  The site assessed and the sponsor assessed the high grade stenosis as have a causal relationship to the index procedure, not device related and not related to the underlying condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was confirmed this patient was implanted with a non mdt stent graft and not a endurant stent graft as part of the clinical trial. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.